Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a high drain 105 (night drain cycle five) alarm during peritoneal dialysis therapy. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient¿s ultrafiltration during cycle five was 3267 ml. The technical services representative assisted the patient to clear the alarm and end therapy. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacturing date - aug 2014. The homechoice device was not returned for evaluation. A review of the device history records revealed no findings associated with the reported problem. The reported event could not be verified. If additional relevant information is obtained, then a follow-up MDR will be submitted.